Event description:
N/a

Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g2, g3, g6, h2, h10.

Manufacturer narrative:
Additional point of contact: name: (B)(6). A getinge field service engineer (fse) confirmed the problem stated by customer, unit would power up with no display and constant alarm. Fse troubleshot the unit and found the problem to be the video generator board. Fse disassembled the monitor, removed and replaced video generator pcb, updated software and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that when powering on, the cardiosave intra-aortic balloon pump (iabp) units alarm sounds no display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.